Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos and a video were provided by the customer facility for investigation. The photos and video were evaluated and the customer's indicated failure mode for foreign matter on the needle with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula / needle or any fluid path component. This event occurred 8 times. The following information was provided by the initial reporter: "when removing the shield in order to perform the blood sample collect, the customer observed a dark spot on the needle, the needle was discarded and a new needle was used. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula / needle or any fluid path component. This event occurred 8 times. The following information was provided by the initial reporter: "when removing the shield in order to perform the blood sample collect, the customer observed a dark spot on the needle, the needle was discarded and a new needle was used."